Event description:
It was reported that the lcd monitor did not start when the button was pressed. The issue occurred during a mock medical treatment. A similar device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: h4. The device was returned to olympus for inspection, and the reportable malfunction of the lcd monitor not turning on when the button was pressed was confirmed. Based on the results of the investigation, it was presumed that the problem was caused by a failure in the power supply board (switching regulator); the circuit inside the power supply board was faulty. However, it was not possible to determine the root cause of the circuit failure. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.